Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign source: (B)(6). The angiosculpt device was returned for evaluation. Visual inspection found a damaged distal bond with two leaflets lifted, but remained intact to the device. During functional testing, using an indeflator filled with warm water, the balloon was pressurized to nominal pressure (8 atm), but the balloon was unable to inflate due to an occluded shaft. To determine if a balloon leak was present, the shaft was cut distal to the occluded site and connected a tuohy-borst adapter. Using an indeflator filled with warm water, the distal assembly was pressurized to less than 2 atm, a leak on the balloon was observed. Under microscopic inspection, a longitudinal tear was noted. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat the mid anterior tibial artery. During the third inflation at 14 atm for 5 seconds, the balloon ruptured. Upon removal from the body, the tip of the balloon was frayed. The procedure was completed with the suspect device. No patient injury occurred.